Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product problem: analysis was unable to confirm the customer comment that the generator operated in an unstable manner. It was noted at analysis that the liquid crystal display was out of specification in an electrical manner, that the upper and lower case were dented, the ring was bent and the battery drawer broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that testing prior to use found that the external pulse generator (epg) operated in an unstable manner. The epg was returned for repair. There was no patient involvement.